Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient expired two years after index procedure. The cause of death is unknown. The patient became unresponsive and CPR was performed however, was unsuccessful.

Manufacturer narrative:
(B)(4). Evaluation, results, conclusion: (unknown cause of event); inherent risk of a procedure (death).

Event description:
Additional information was received for cause of death. It was reported that the patient expired due to copd and congestive heart failure. The physician assessed this event as not device or procedure related.